Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the heartmate 3 lvas, serial number (B)(6), and the reported cardiac arrhythmia, and the syncopal event could not be conclusively determined through this investigation. It was reported that the patient entered the emergency room for acute atrial fibrillation. The patient had experienced several episodes of atrial fibrillation and ventricular tachycardia with dizziness and fainting. The patient reportedly fainted and broke one of their battery clips. The patient was readmitted to the ICU and put on antiarrhythmic medication. An echocardiogram, chest x-ray, and lab work were performed which did not reveal any abnormalities. The controller event and periodic log files and lvad event and periodic log files captured the device functioning as intended. Additional information from the vad coordinator revealed the cardiac arrhythmia did not result in clinical compromise. It was reported the atrial fibrillation was due to excessive sweating which caused a loss of adequate preload volume. The patient was discharged from the hospital 3 days after the event and was reported to be hemodynamically stable. It was reported that the patient had also experienced atrial fibrillation post-lvad implant surgery. The patient remains ongoing with heartmate left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the emergency room for several episodes of acute atrial fibrillation and ventricular tachycardia with dizziness and fainting. When the patient fainted they broke one of their battery clip sets. The patient was switched to the power module, readmitted to the ICU, and put on amiodarone for 48 hours. An echo, chest x-ray and lab work were performed. The results of the tests were within normal limits. The arrhythmia was thought to be related to excessive sweating and loss of adequate preload volume. The patient was hemodynamically stable and discharged home 3 days later.